Event description:
Healthcare professional reported pt developed megaesophagus, severe gastroesophageal reflux disease, epigastric pain, vomiting and inadequate weight loss. Upper gastrointestinal series showed "elements of both esophageal [and] pouch dilatation," and laparoscopy revealed a "very large hiatal hernia defect." During the surgical repair of the hernia, the band system was found to be "perfectly intact and functional", but it was explanted due to being damaged during surgery. The band was replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2012. The reporter of the event was asked to return the product analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reporter of the event stated it was unk if the device is available for return as it may have been discarded. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested, but no info has been received. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."